Event description:
The user facility reported that after a pci procedure it was noticed that the glidesheath was fractured. Follow up communication with the user facility reported: on (B)(6) 2014 a pci procedure was conducted by a femoral access with the involved glideseath; since there was a possibility of occurrence of coronary restenosis, the patient was transferred to ccu with the glidesheath still placed at the accessed site on the femoral; due to having delirium, the patient had to be restrained; on (B)(6) 2014 additional examinations were performed on the patient, no anomaly was noted with the glidesheath; on (B)(6) 2014 the glidesheath was found to have been fractured at the joint between the side tube and the housing, with the fracture cross-section having been deformed into the wavy shape; and the patient expired from blood loss.

Manufacturer narrative:
(B)(4). (Blood loss) - the event description indicates that blood loss did occur, but the estimated amount of blood loss was unable to be determined. The actual sample was not returned to the manufacturing facility for evaluation. Therefore, the investigation was based upon evaluation of user facility information and pictures provided by the user facility. Review of the provided photos confirmed the customer's observation. The side tube had been fractured off the joint of the housing component. A review of the device history record confirmed that there were no production related problems for this lot number product code combination. A review of the complaint files confirmed that this lot number has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be definitely determined based on the available information, it is likely that the actual sample was subjected to an external force at some time after the additional examination conducted on (B)(6) 2014 before the fracture was found on (B)(6) 2014. The device labeling does address the potential for such an event in the instructions-for-use, which states: "do not excessively pull, push or bend the side tube and the stopcock." All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).